Event description:
On (B) (6) 2008, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B) (6) 2010, a reintervention occurred. The pt was implanted with a gore excluder aaa aortic extender component to repair a proximal type-1 endoleak. Final angiography showed that the endoleak was resolved. The pt tolerated the procedure. No further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As stated in the gore excluder aaa endoprosthesis instructions for use (IFU), complications that may occur and/or require intervention include, but are not limited to, endoleak. Additional device related to this event.